Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: investigation revealed a cracked battery compartment. Unrelated to this issue, evaluation revealed that there was evidence of physical damage in the area of the u-groove on the back of the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/19/2015.